Manufacturer narrative:
(B)(4). An event history log review will be performed. The device was received but evaluation has not begun. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to cardiac arrest/cardiac issues. One day prior to this report, the pt experienced nausea while attached to the hc device. The pt disconnected from the hc and called the paramedics. The pt's vital signs were within normal limits. At that time, the pt did not go to the hospital. Three hours later, the pt became very confused and was taken to the hospital via ambulance. The pt passed away in the emergency room. Treatment was not reported. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.